Manufacturer narrative:
The sterilization records could not be reviewed as the serial number and lot number were unknown.

Manufacturer narrative:
Correction: h6 section: previously the reported code for 2541 - failure to disconnect should not be included.

Event description:
Voluntary medwatch received states that the lead was explanted due to infection. The lead was partially explanted due to difficulty occurred during the extraction procedure. The patient status was unknown.